Manufacturer narrative:
The device was returned for evaluation. The technician found the amplitude fluctuating. The transducer was defective and thus the cause of the complaint incident. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid. UDI: (B)(4).

Event description:
A distributor reported on behalf of the customer that a vibration alarm occurred on the c2602 excel 36khz straight handpiece in test mode on (B)(6) 2019. There was no patient contact, injury, or surgery delay. The product problem occurred before surgery. Replacement product was available to be used.